Event description:
This event was created by a letter from the pt in response to a device tracking mailing. The pt received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. The pt was followed yearly for eval and eventually the aneurysm grew three times in size and required additional surgical intervention to repair the aneurysm. Then approx seven years six months post implant, additional surgery was performed to repair the aaa. It was noted that the endograft remained implanted. To date no further adverse pt effects were reported.

Manufacturer narrative:
No additional info is available at this time. If additional info becomes available this event will be updated.